Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient developed an infection. Therefore the device was explanted and replaced. No adverse effects were reported. The device was returned to bsc, however due to infection, an investigation analysis was not required as there were no field allegations against this device.